Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female pt of age not provided. The pt was taking an unspecified medication for treatment of an unk indication. On (B)(6) 2009, the humapen ergo burgundy/clear pen body with a clear cartridge holder attached, was reported that the pen cap was broken and the pt also informed that the engagement tabs were not intact. This humapen ergo burgundy/clear pen body with a clear cartridge holder attached is associated with (B)(4). It was unk who was the operator of the device. The operator was trained by the pharmacist. They had used this device model and the reported device for one or two years. The return of the device is anticipated. It was unk if the humapen ergo burgundy/clear pen body with a clear cartridge holder attached was continued.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final eval is completed.